Event description:
Customer reported damage to the pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed a replacement pump would be sent, instructed the customer on how to store and return the faulty pump, and ensured a backup therapy using multiple daily injections (mdi) to maintain insulin delivery.